Event description:
Patient had a tumor on her tonsil. Doctor used the twist drill, broke, and tip of drill remains in patient.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. The user facility is foreign; therefore, a facility medwatch report will not be available.